Manufacturer narrative:
Device analysis indicated device failure.

Event description:
Per the clinic, the patient experienced zigzag impedances and a performance decrement with the device. Troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.